Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the unit was not priming¿ was not confirmed/duplicated. Further evaluation found the downstream occlusion seal was cracked and therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the unit was not priming¿; during device evaluation the downstream occlusion seal was cracked. There was no patient involvement or harm.